Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, customer stopped insulin delivery, however, forgot to stop bolus delivery. Customer ate carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.